Event description:
It was reported that the patient has been a nonuser for the past 8-10 years. The device was explanted due to complaints from the patient of pain and dizziness.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.